Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated the top part of one u by kotex sleek tampon (unknown absorbency) broke off and stayed in body. Consumer sought medical assistance and doctor removed piece. She reported a cervical infection, fever for a few days, chills, and cramps. She was prescribed a z-pack and infection cleared up.

Manufacturer narrative:
This is a follow up to report a change to brand name from sleek unknown to click regular.

Event description:
This is a follow up to report a change to brand name from sleek unknown to click regular.